Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 550 mg/dl. Further information was not provided and troubleshooting was refused. This complaint is being reported because a device malfunction or device use error could not be ruled-out as a cause or contributing factor to the report health event.